Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the service center visually inspected the device and found evidence of foam degradation, and foam particles were visible. In addition to the above findings, an error code related to the circuit board was found and corrected it and the device was scrapped.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2023-11473. This report was submitted as a duplicate report of the previously submitted report.